Event description:
It was reported that the system monitor had a blurry screen.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor having a blurry screen was not confirmed as the system monitor was not returned for analysis and no photos were submitted for evaluation. A good faith effort attempt was made to determine if the system monitor (serial number: (B)(6)) would be returned for evaluation, however, no response was received. No further analysis could be performed. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate equipment to trained service personnel only. Heartmate ii instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, including how to properly use the system monitor. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.